Manufacturer narrative:
Block h6: added investigation conclusion code 18.

Manufacturer narrative:
This complaint was reviewed and investigated according to the manufacturer¿s policy. This resulted in user error. During use in patient, the user ran the catheter inside the sheath, resulting in the foreign plastic material wedged in between the cutter head. IFU states, the phoenix system must be off while advancing forward through the introducer sheath.

Event description:
It was reported that during a therapeutic peripheral procedure after treatment, the manufacturer's catheter was stuck on the manufacturer's guide wire and was unable to be removed in a pin/pull fashion. During removal the manufacturer's catheter was run briefly in the sheath to track backwards off the manufacturer's guide wire but remained stuck; therefore, it was removed as a system. The procedure was completed with a non manufacturer's balloon with no patient injury reported. During the return product evaluation, foreign plastic material from the non manufacturer's introducer sheath was observed on the cutter head. This product problem is being submitted as concomitant usage due to the foreign plastic material observed on the manufacturer's catheter. There is potential for harm with recurrence.